Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increasing rv impedances and noise. The noise was oversensed and anti-tachycardia pacing (atp) was provided due to the noise. The physician therefore would like to reprogram the device to avoid the patient receiving therapy. Boston scientific technical services (ts) discussed device programming. No additional information was available from the field. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.